Event description:
Each medication infusion channel will scroll the drug name showing just a portion of the drug name at a time. Often times we can have as many as 16 pump channels infusing at a time. It's difficult to be able to visually scan the pump with your eyes and know which drug is running on which channel. The design depends on a human factor in order to prevent an error. All pumps at this facility are affected (approximately 1,000+). This facility has been working with the manufacturer on this and many other issues associated with this device. The large volume infusion pumps have been in place for one year and partial implementation of smaller pumps (eg: syringe pumps) began mid-year this year. However, the remaining phases for implementation have been halted due to the number of concerns and the potential for patient harm that they present. Accurate and dependable IV infusion in the pediatric population is critically important. Due to the nature of the critically ill pediatric patient and the volumes of medication that they receive (relatively small doses), small delays and interruptions such as these problems cause can create critical situations for the patient which require additional monitoring and/or medical intervention. The manufacturer has been notified of these problems but has not provided an adequate solution to the problems.